Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump malfunctioned. The customer stated that the weather was cold while skiing and the insulin pump kept alarming for unexpected restart error. The customer also reported of falling a few times. Customer attempted to press the escape and act key to clear it but the buttons were not responding. The time clock was advancing. The customer went to the hospital to get a manual injection due to insulin pump malfunction. The insulin pump will not be returned for analysis.